Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's scs ipg is no longer functional. The patient stated, she did not charge her scs ipg for over two months and the ipg battery is depleted. Follow-up identified the patient's scs ipg was explanted and replaced with a new one. In addition, effective stimulation was reportedly restored, and the patient is doing well.